Manufacturer narrative:
Device evaluation found that the io cam belt had broken and was laying in the console. The field service engineer (fse) replaced the belt and set the timing. Fse then reassembled the console, successfully completed a wet lab and had no more problems.

Event description:
The biomedical engineer reported for the hospital perfusionist that an issue was encountered with the mps console during use. The report stated that the console displayed an alarm for "io cam reference not found." The report did not indicate at what point in console use the error code displayed (setup, priming, on-pump). There were no patient complications reported as a result of the alleged event. A field service engineer will evaluate the console at the user facility site.